Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was experiencing some periods of frenic nerve stimulation and being more fatigue for approximately a month. During follow-up decrease of the lv lead impedance was found. Dislodgement was confirmed via x-ray.